Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Manufacturing records and complaint history could not be reviewed as a valid lot number was not provided and could not be obtained. A review of complaint history was not performed as the catalog number is unknown. Initial surgery was performed on (B)(6) 2021. It was reported that during a normal post-operative follow up appointment, a broken screw was discovered. The x-ray image provided was reviewed and found the last screw in the construct had fractured just below the tulip. The screw was implanted in the patient's left t1 pedicle. There were no reported complications during the initial surgery. The screw insertion site was prepared with a drill and tap. The screw was inserted using a screwdriver and was not performed at an unusual angle. The activity level of the patient post-operatively was reported to be typical, with no external trauma experienced. The surgeon reported the patient's bone quality as normal. A revision surgery has not been performed or scheduled to remove the broken hardware. The yukon oct surgical technique and device IFU were reviewed: these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. Due to lack of product information and device not returned, an exact cause of the reported event of the screw fracture cannot be conclusively determined at this time. Potential causes include: patient activity level, comorbidities, or bone quality/anatomy may have introduced unanticipated loading within the construct, resulting in fracture.

Event description:
It was reported that a yukon screw fractured post-operatively at t1. Revision surgery has not been performed nor scheduled at this time.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that a yukon screw fractured post-operatively at t1. Revision surgery has not been performed nor scheduled at this time.